Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of urinary dysfunction/sacral nerve stimulation. It was reported that the patient had the flu and a fever for about 48 hours. The patient reported sitting on a heating pad where the ins is located. The patient had done it before and never had a problem until today. The patient sat on the heating pad today and felt the ins was not comfortable. The patient showed it to their spouse and they said it looked red and hot. The patient asked if it could be infection. The patient was redirected to their healthcare provider. Additional information was received from the patient on 2017-feb-21. The patient reported that they went to an urgent care facility and was seen there by a doctor. The patient noted that the doctor diagnosed her with cellulitis. The patient stated that the doctor prescribed amoxicillin 500 and methylprednisone. The patient noted that there was nothing wrong with the therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.